Event description:
It was reported that the video system center's monitor displayed an error code of b30. The issue occurred during preparation for use. A diagnostic gastroscopy procedure was performed. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, g2(company representative should be unmarked) and selected health professional additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.